Event description:
The customer reported the system failed to display the correct image. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer was instruct how to prevent future occurrences. The system was found to be operating as intended.